Event description:
It was reported by service report that the footboard was not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: broken bed exit cable.